Manufacturer narrative:
The referenced pump exchange on 29feb2016 is reported on medwatch MFR report#2916596-2016-00540. Approximate age of device - 2 years 4 months. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the ed with low speed advisory, low flow, and pump off alarms. These alarms began while the patient was on battery power. Twisting at the bend relief site on the system controller was observed. The driveline had been completely rescue taped due to twisting and kinking in the past. The patient had previously undergone a pump exchange on (B)(6) 2016 due to driveline fracture. Review of the log file by the manufacturers technical service representative confirmed the pump stoppages and speed drops greater than 200 rpm while the lvad was connected to battery power. The log file showed a phase short. There were also driveline fault alarms observed on (B)(6) 2018. On 16jul2018, the manufacturers technical service representative arrived to perform a driveline repair. The electrical continuity test did not reveal any broken wires. The entire external portion of the driveline was replaced with no issues.

Manufacturer narrative:
Section b5, d4, h4: additional information. Device evaluation: a distal-end driveline replacement was performed on (B)(6) 2018 under work order# (B)(4) and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was performed and found that the yellow wire produced an open circuit. All remaining wires passed continuity testing. Rescue tape was present approximately 6¿ through 17.5¿ from the metal connector. Removal of the tape revealed twisting in the outer jacket along the entire length of the driveline. The bionate cover showed a brown discoloration and showed signs of twisting approximately 3¿-7¿ from the metal connector. Areas of minor breakdown in the metal braided shield were observed approximately 3¿, 4¿, 5¿, 6¿, 7.5¿, 9¿, 13¿, and 14¿ from the metal connector. Visual inspection of the wires confirmed damage to the yellow wire approximately 4¿ from the metal connector. The wire showed signs of twisting and the underlying conductors appeared to be fractured, despite the insulation being intact. Further investigation revealed no other obvious damage to the remaining wires. The returned portion of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the yellow wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the alarms where alleviated after the driveline was repaired. The patient was on a grounded cable after the repair.